Manufacturer narrative:
The m2702a avalon fm20 fetal monitor was tested onsite by the philips field service engineer. This evaluation has revealed no abnormalities and the device passed testing. The application team went on site and trained the customer. The device remains at the customer site for use. There is no indication of any systemic problem. The product instructions for use (IFU) is clear about independently verifying fetal life and fetal movement detection even if the fetus is not viable. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Contact office correction: (B)(4).

Event description:
The customer stated, "the doctor diagnosed a fetal movement using a m2702a avalon fm20 fetal monitor, but after an emergency surgery was made, they discovered, (B)(6) 2015, that the fetus was not alive".